Event description:
The reporter stated the surgeon attempted to insert an aq1016v silicone three-piece lens but the lens wouldn't advance in the cartridge. It was not known if the lens was damaged, so the surgeon decided to use another lens. There was no patient contact or injury.